Event description:
Surgeon reported the intraocular lens (iol) was explanted two years after initially implanted due to patient reports of blurred vision. Surgeon also reports there were fine diffuse deposits on the lens. Outcome of event reported as good.

Manufacturer narrative:
There are no similar reports in the lot. The lens was returned in a specimen cup. Solution is on the lens. Particulate is visible on the optic surface in the solution. The iol was microscopically examined and the presence of a variety of foreign material was observed. Materials present on the lens consisted of dried surgical solutions, tissues and both natural and synthetic fibers. Determination of the material causing the observed problem was not possible. Due to the condition of the returned sample, we cannot confirm that the foreign material was present when the lens was opened. Additional information was requested by phone on 11/22/2006. A letter and questionnaire was sent by fax and by mail to the surgeon on 11/28/2006. Another phone request for additional information was made on 12/06/2006. The questionnaire was completed by the surgeon and returned on 12/08/2006 by fax.